Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
It was reported that an unspecified IV medication bag was found to be empty after being initiated by the previous shift. Upon assessment it was found that there was a hole located in the upper portion of the tubing set.